Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an automix 3+3 compounder in which the green, orange, and yellow station rotors moved simultaneously. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was not serviced by baxter prior to this event. This issue is being investigated through corrective and preventative action (CAPA). Device evaluation: the root cause of the reported condition was determined to be minimum configuration not being installed on the motor control printed circuit board (pcb). A piggyback pcb was installed on the motor control pcb to correct the reported condition.